Event description:
The customer reported the instrument became hot (not burning but had never felt that warm before). While no reports of injuries or burns were made, meridian bioscience has elected to submit this MDR out of an abundance of caution.